Event description:
It was reported that stent dislodgement occurred requiring additional intervention. The target lesion was located in the circumflex artery and was treated with a 4.00 x 20mm synergy xd drug-eluting stent. The omni pressure wire and telescope were introduced into the lesion. Staining prompted the insertion of a synergy stent to cover the area. However, during the retraction of the stent delivery system, the physician encountered difficulty in stent delivery, leading to dislodgement in an undeployed state. Eventually, the stent was snared and captured, and all equipment was subsequently removed from the body. The procedure was completed with a different device. There were no patient complications reported.